Event description:
It was reported by the customer, that the retaining post had sheared off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated unit. Retaining post. Replacement parts were sent to the customer.